Event description:
It was reported that during implant procedure, patient's lead was difficult to advance inside catheter and after placing in septum the lead exhibited high threshold due to scar tissue. It was further noted that when retracted the lead helix was automatically extended. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported events of helix rotation issue, high capture threshold and difficult to insert into catheter were not confirmed. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could retract and extend by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead could be fully inserted inside the catheter and removed without difficulties. No other anomalies were found.